Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, the stapler fired but had an incomplete staple line on the distal part during the first firing to create gastric pouch. Also, the stapler made a cracked sound. Another handle and reload were used to complete the case. There was no patient injury.